Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt due to an open pulse wire in the monitor's electrode belt cable receptacle. The root cause for the open wire on the belt receptacle could not be positively identified. There was no adverse event that resulted from the damaged belt.